Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ pancreatic stent was removed from a patient during a pancreatic duct stent replacement procedure performed in pancreatic duct on (B)(6) 2017. According to the complainant, the stent was intended to be implanted for four weeks, although the exact implant date was not reported. During the stent replacement procedure, the physician used a snare to grasp the flap on the duodenal side of the stent. When the device was being pulled through the endoscope, the stent broke inside of the scope and only the snare was able to be removed. The broken stent remained stuck inside of the scope channel and was not able to be removed with forceps. No pieces of the device fell out of the scope or into the patient. The scope was removed from the patient, and a new scope was used to complete the procedure with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was blackened several locations, the stent was severely damaged. The distal and proximal section of the device were torn/broken including the barbs. Based on the product analysis, most likely some operational/anatomical during the procedure which may have limited the overall performance of the device. Forcible grab by the snare wire can cut or tear the stent during the removal procedure. The damages found on the stent are typically made due to grab the stent with the snare during the stent removal. The device showed evidence of excessive manipulation. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ pancreatic stent was removed from a patient during a pancreatic duct stent replacement procedure performed in pancreatic duct on (B)(6) 2017. According to the complainant, the stent was intended to be implanted for four weeks, although the exact implant date was not reported. During the stent replacement procedure, the physician used a snare to grasp the flap on the duodenal side of the stent. When the device was being pulled through the endoscope, the stent broke inside of the scope and only the snare was able to be removed. The broken stent remained stuck inside of the scope channel and was not able to be removed with forceps. No pieces of the device fell out of the scope or into the patient. The scope was removed from the patient, and a new scope was used to complete the procedure with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".